Manufacturer narrative:
Findings: pump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked belt clip slot and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they had a damage on the insulin pump. The customer's blood glucose level was unknown. The customer stated that the reservoir area had a crack and missing piece of casing and part of the plastic, half of that had broken off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per health care professional¿s recommendation. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.